Event description:
It was reported that the ilet user experienced a low glucose reading of 68 mg/dl and initially planned to treat with a meal rather than fast-acting carbohydrates, after which he took three glucose tablets following guidance to treat lows with fast-acting carbohydrates first. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or insufficient treatment of hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.